Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle w/ pre-attached holder separates during use. The following information was provided by the initial reporter: material no: 368650, batch no: unknown. It was reported the eclipse needle separates during use. The concern: july 30 ¿ safety feature was pulled back, when the staff member removed the safety cover the whole needle assemble pulled away from the vacutainer holder.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle w/ pre-attached holder separates during use. The following information was provided by the initial reporter: material no: 368650, batch no: unknown. It was reported the eclipse needle separates during use. The concern: july 30 safety feature was pulled back, when the staff member removed the safety cover the whole needle assemble pulled away from the vacutainer holder.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for hub/collar separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle w/ pre-attached holder separates during use. The following information was provided by the initial reporter: material no: 368650, batch no: unknown. It was reported the eclipse needle separates during use. The concern: on july 30 ¿ safety feature was pulled back, when the staff member removed the safety cover the whole needle assemble pulled away from the vacutainer holder.